Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, consecutive axial abdomen and pelvis CT revealed that there is an intact ivc filter without significant tilt. There are grade 3 interactions of two anterior medial ivc filter legs with the aorta and right common iliac artery. There are grade 3 interactions with the right psoas muscle and two posterior lateral ivc filter legs. The short ivc filter legs have grade 1 interactions with the ivc wall. There are grade 2 interactions of the 2 other long inner legs of the ivc filter with the ivc wall. Therefore, based on the image review the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the medical record review, approximately five years and four months post filter deployment, computed tomography (CT) revealed that the patient had left lower quadrant (llq) pain. There was an inferior vena cava filter on the right. Therefore, based on the medical record review, the investigation is inconclusive for perforation of the inferior vena cava (ivc) as no objective evidence was provided to confirm the alleged deficiency. However, based on the image review, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 08/2013), g4. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical record and images are provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.